Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.0/+4.0/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. The problem was not resolved. On (B)(6) 2021 the lens was exchanged with a same size different axis lens and the problem was resolved. Reportedly the replacement lens was implanted vertically.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in microcentrifuge vial in liquid. Visual inspection found one of the haptics broken and fibre on the lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).